Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin. Reportedly, the customer was filling cartridges with cold insulin. Customer¿s blood glucose was 287 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery